Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the up arrow keypad button was under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-feb-2019 with the following findings: on investigation, the keypad was cut on the up arrow button; there was no peeling of the keypad cover from the pump. On testing, the up arrow button was over-responsive when pressed. The remainder of the keypad button demonstrated appropriate response. There was evidence of contamination under the contacts of all the keypad buttons and the button contact of the up arrow button was found to be inverted. Investigation duplicated a keypad button issue. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.